Event description:
It was reported that the patient presented to the emergency department (ed) after receiving shocks from their implantable cardioverter defibrillator (ICD). Af with rvr was inappropriately treated with defibrillation shock therapy by the ICD. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.